Manufacturer narrative:
Due to the obsolescence of the equipment, the necessary part required to address the defect is no longer available in stock. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. The device has reached its end-of-life terms, and it remains at the customer site. The investigation concludes that no further action is required at this time. H3 other text : device is end of life.

Event description:
It was reported the device auto-test failed. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device displayed a self-test failure. There was no patient involvement.